Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that negative reactions appeared to have fuzzy buttons. The customer performed repeat testing using different lots of test wells and indicator cells. Negative results were again obtained on the antibody screening assay. An immucor field service engineer performed the unexpected reactions checklist. Testing was performed with the customers sample and negative results were again obtained but visually appeared weak positive. The unexpected reactivity appears to be sample-related. The instrument is operating according to specifications.